Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
1/22/2019: updated event description: it was reported on an unknown date, the locking compression plate (lcp) was folded after several days it was placed. It was also noticed that a cortex screw and the tip of an unknown drill bit was broken. The plate was implanted last september 26, 2018 due to an unknown cause. Patient underwent removal of the plate on october 30, 2018. It is unknown if there was a surgical delay. Patient status and surgical outcome were also unknown. Concomitant devices reported: locking screw stardrive (part 212.209, lot l803326, quantity 1), cortex screw (part 214.030, lot 7939470, quantity 1), cortex screw (part 214.040, lot 8919247, quantity 1), cortex screw (part 214.044, lot 9495167, quantity 1), locking screw stardrive (part 212.216, lot 9411379, quantity 1), locking screw stardrive (part 212.216, lot l354474, quantity 1), locking screw stardrive (part 212.215, lot l616199, quantity 1), locking screw self-tapping (part 212.217, lot 1741050, quantity 1) this complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was completed: visual inspection performed at customer quality observed only a tip portion of broken drill bit was received. The received condition agrees with the complaint description. The complaint condition is confirmed. With returned portion of the device (only tip) the device part family, relevant drawings were not able to be identified. Also, the device history review was not able to be performed with the available information. However, no material voids or inconsistencies were identified at the broken edge which confirms that there are no visual material issues that could have contributed to complaint condition. A definitive root cause for the device breakage could not be determined from the provided information. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation that would contribute to this complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown; reportedly the event occurred in 2018 g5-510k: this report is for an unknown drill bit/unknown lot. Part and lot number are unknown; UDI number is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes argentina reports an event as follows: it was reported on an unknown date, the locking compression plate (lcp) was folded after several days it was placed. The plate was implanted last (B)(6) 2018 due to an unknown cause. Patient underwent removal of the plate on (B)(6) 2018. It is unknown if there was a surgical delay. Patient status and surgical outcome were also unknown. While the returned devices were being investigated, it was noted that a cortex screw and the tip of an unknown drill bit were broken. Concomitant devices: locking screw stardrive (part 212.209, lot l803326, quantity 1), cortex screw (part 214.030, lot 7939470, quantity 1), cortex screw (part 214.040, lot 8919247, quantity 1), cortex screw (part 214.044, lot 8919247, quantity 1), locking screw stardrive (part 212.216, lot 9411379, quantity 1), locking screw stardrive (part 212.216, lot l354474, quantity 1), locking screw stardrive (part 212.215, lot l616199, quantity 1). This report is for an unknown drill bit. This is report 3 of 3 for (B)(4).